Event description:
It was reported that the patient had been admitted to the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026 after presenting to the emergency room (ER). The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 24 and 36 hours on the arm. The patient had visited the ER on (B)(6) 2026, wearing the same pod, due to symptoms of nausea, vomiting and difficulty standing but was discharged without any treatment reported. On (B)(6) 2026, the patient visited the ER again and for this visit the patient¿s symptoms were not reported. The patient was admitted to the ICU and diagnosed with dka. The patient was treated with intravenous insulin and was discharged on (B)(6) 2026. A new pod was applied after the patient was discharged.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.